Event description:
The patient suffered a non displaced slight fracture during surgery which prolonged surgery more than 30 minutes.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
The reported event of the bone fracture during surgery could be confirmed, since the pre and postoperative x-rays provided matched the reported failure. Based on the investigation, the root cause was attributed to a patient related issue. The bone fracture was not related to the implant in question. It was reported by the doctor that the fracture was caused by the osteoporotic bone condition of the patient. There was no failure of the implanted device. Note, as stated in the IFU: ¿adverse effects in many instances, adverse results may be clinically related rather than device related. The following are the most frequent adverse effects involving the use of internal fracture fixation devices: delayed union or nonunion of the fracture site. Conditions attributable to nonunion, osteoporosis, osteomalicia, diabetes, inhibited revascularization and poor bone formation can cause loosening, bending, cracking, fracture of the device or premature loss of rigid fixation with the bone.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
The patient suffered a non displaced slight fracture during surgery which prolonged surgery more than 30 minutes.